Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-01916. This report is being submitted as additional information. Corrected event date. Corrected event description based on additional information received. Approximate age of device- 4 years, 2 months. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The center reported that there was no suspicion of pump thrombosis in relation to the patient¿s outcome. The pump was not returned for evaluation. The hmii lvas instructions for use lists stroke and neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient suffered an ischemic stroke and was admitted to the hospital on (B)(6) 2017. The patient had underlying dementia and never fully recovered to baseline due to medical and cognitive impairments. The patient was discharged home with hospice care and over the next several days the patient was combative so the patient was moved to inpatient hospice admission for patient behavior management and nursing care. On (B)(6) 2017, the patient received 1 mg of haldol to be more lucid during the day. The lvad was turned off and morphine bolus and infusion were provided for comfort. The patient expired 30 minutes after turning off the lvad. No additional information was provided.